Event description:
It was reported that the patient experienced a spinal process fracture at the fourth vertebral level in the lumbar spine. The patient had two indirect decompression spacers implanted; the first was implanted between the third and fourth lumbar vertebrae, and the second spacer was implanted between the fourth and fifth lumbar vertebrae. The physician assessed that the spinous process fracture was due to the patient performing activities too early after implant and was not related to the device. The first implant had migrated laterally due to the spinous process fracture therefore, the patient underwent an explant procedure where both devices were removed. The patient was doing fine post-operatively and the devices will not be returned as they were retained by the facility.